Manufacturer narrative:
Updated device problem code grid. Complaint evaluation: the customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported malfunction was not observed; the charge indicator is in good working order with a sector module and on-board stations. Validated self-test; the device is operational. Customer resolution and conclusion: philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during testing, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device's charge indicator is defective.